Manufacturer narrative:
H6: investigation: a device history record review was completed for provided lot number 210505. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one sample was returned for evaluation by our quality engineer team. The returned needle was inside an unopened blister package. Through examination of the sample, no defects could be identified. Based on the investigation results, an exact cause related to the needle manufacturing process cannot be determined for this incident.

Event description:
It was reported that bd needle 18ga 1-1/2in sb tw had the needle break. The following information was provided by the initial reporter: "needle breaks off at the transition from the pink piece to the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd needle 18ga 1-1/2in sb tw had the needle break. The following information was provided by the initial reporter: "needle breaks off at the transition from the pink piece to the needle."